Event description:
Per complaint 79667, after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.